Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: the customer reports that during the intervention the device got blocked shut and was impossible to re-open. The surgeon had to cut manually the intestine and start the suture again with a different device.